Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button anomaly. Customer's blood glucose was unknown mg/dl. The customer can't seem to push the buttons on the pump. The customer was offered to transfer to helpline but declined.